Event description:
The customer reports that the sv 300 ventilator and the 390 screen tipped over. The customer suggests that the cart with the ventilator and the 390 screen attached to the upper part of the "l" shaped mounting bracket is top heavy. There was no pt incident.